Event description:
It was reported that the unit gave an e1 error during two different cases on may 3, which caused slight delays but no harm to the patient's involved.

Manufacturer narrative:
Additional information will be provided once investigation is completed.